Event description:
Dermatome was used during a skin graft that was unsuccessful. Claimed that the dial used to adjust depth setting was loose and self adjusted to a deeper setting while making cut causing cut to go too deeply into the skin.